Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Event description:
Arjo was informed that side rail was broken. According to the information provided, the wooden side rail had come out of the holder due to a damaged side rail safety stop. Additionally, the catch plunger and catch spring were missing. There was no patient injury reported.

Manufacturer narrative:
Arjo was informed about the issue with minuet 2 bed frame. It was reported that the side rail was broken. The bed was evaluated by arjo¿s technician and it was found that wooden side rail had come out of the holder due to a damaged side rail safety stop (bent screw). Additionally, the catch plunger and catch spring were missing. The technician replaced the plunger, spring and the safety stop. All bed functions were tested and the bed operated correctly. There was no information whether the bed was used by a patient during the incident. There was no injury reported. The circumstances of the event are not known. It was established by service technician that arjo was responsible for bed servicing. The last bed maintenance was conducted on 03 dec 2024. No issue with side rail was found. The review of the post-marketing surveilance revealed that most likely scenario is that the wooden side rail had come out of the holder due to extensive external force applied. However, this scenario can not be confirmed. The bed is 14 years old, which is over standard lifetime of the product. According to the technician, the side rail hadn't been replaced in the past. Therefore, damage to safety stop of the side rail could be result of normal wear of the component. To sum up, arjo device failed to meet its specification since side rail had come out of the holder. There was no indication that the device was used by a patient during the event. The complaint was assessed as reportable due to safety side detachment. UDI number was not provided, due to the product was manufactured before UDI implementation.